Manufacturer narrative:
(B)(4) . This complaint is for a low drain volume alarm (ldv) during the initial drain stage. The nurse (rn) reported to seeing air in the patient line. The rn is unaware of how the air got into the patient line. The complaint was confirmed based of the rn's observation of air in the patient line, and the assignable cause was determined, because air in the patient line can cause a ldv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was air in the line.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a low drain volume alarm. The rn found large gaps of air. Global product surveillance (ps) contacted the peritoneal dialysis nurse (rn) on (B)(6) 2011 regarding the reported alarm. The rn stated that the hp was doing fine and completing therapy. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.